Manufacturer narrative:
Analysis found that a complete lead was returned in two pieces: the connector portion measured 13.1 cm while the distal portion measured 52.5 cm. The reported events of failure to capture and over-sensing were confirmed. Electrical testing found an internal short between the ring electrode and superior vena cava conductor paths. An internal insulation abrasion was noted at 23.2 cm to 23.8 cm from the distal tip. The insulation abrasion breached the re cable lumen with an abrasion noted to one of the etfe cable coatings. The reported event of high pacing impedance was not confirmed. The reported events of failure to capture and over-sensing were isolated to the exposure of the ring electrode conductor cable located in the abrasion zone beneath the superior vena cava shock coil.

Event description:
New information received noted that the right ventricular lead exhibited far p-wave over-sensing and elevated pacing impedance. There was concern regarding the trifurcated cables of the lead. The lead was explanted and replaced. The patient was discharged.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for a follow-up. Upon interrogation, it was noted that the right ventricular lead exhibited a sharp increase in both pacing impedance and capture threshold. Lead revision was discussed; the patient would continue to be monitored. The patient was in stable condition.